Event description:
Same case as MDR: 2134265-2013-07149; 2134265-2013-07150. It was reported that mdu5 did not perform pullback. During the procedure, the physician performed automatic pullback but the mdu5 failed to pullback. The physician tried to reconnect the catheter to the mdu5 but the issue was not solved. No patient complications reported and the patient¿s condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The reported problem could not be reproduced as indicated in the original complaint. As secondary, image blinking and image disappeared when lemo cable is slightly touched was observed. The root cause of the failure is a defective lemo cable. The unit does not meet specifications of the functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR: 2134265-2013-07149; 2134265-2013-07150. It was reported that mdu5 did not perform pullback. During the procedure, the physician performed automatic pullback but the mdu5 failed to pullback. The physician tried to reconnect the catheter to the mdu5 but the issue was not solved. No patient complications reported and the patient's condition is stable.